Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly the customer had used the cartridge and infusion set for over 2 days. Tandem customer technical support informed customer that this is off label per the tandem user guide. Customer changed cartridge and infusion set to address the issue. There was no adverse impact to customer¿s blood glucose level.